Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies other than dried body fluid in the helix housing, which is normal on active fixation leads. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The reported issue covered by the instructions for use and therefore is deemed a known inherent risk of the device.

Event description:
It was reported that this right atrial (ra) lead had dislodged and exhibited loss of capture. The ra lead was replaced. No additional adverse patient effects were reported. The product has returned for analysis.

Event description:
It was reported that this right atrial (ra) lead had dislodged and exhibited loss of capture. The ra lead was replaced. No additional adverse patient effects were reported. The product has not returned for analysis.